Manufacturer narrative:
Initial reporter address - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a dark colored particle. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: august 3, 2022 - august 4, 2022. H10: the device was received for evaluation. Visual inspection was performed and observed blue floating particulate matter inside the fluid pathway. The particulate matter appeared to be plastic. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.